Manufacturer narrative:
Product evaluation of the returned device revealed that the clip assembly was deployed and not returned with the device. The yoke was still attached to the control wire. A kink was also noticed in the coil. As evident by the kink in the coil and the yoke still being attached to the control wire, the end-user may have exceeded the design limits of the device during use based on the dfu precaution(s) "prior to use statements". - in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. - in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. However, the end-user may not have followed the following dfu procedure statement: - do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device. The cause of the reported malfunction is unknown.

Event description:
It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a hemostatic clipping procedure (male patient). According to the complainant, it was reported that "could not get product out of the catheter to clip it." The procedure was completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".